Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported post right hip done on (B)(6) 2017, now has a periprosthetic fracture around the hip stem and needs to be revised to a long stem. The physician decided to revise the hip to a restoration modular femoral component. The stem was carefully removed, cables were placed and a restoration modular stem was implanted per surgical technique. Surgery was performed without incident.